Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the lancet in the one touch lancing device was not fully penetrating the skin. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach him by telephone. It is unclear the date the lancing device issue began, however, the patient claimed the lancing device would not allow the lancet to fully puncture the skin, and he was unable to obtain a blood sample for glucose testing. The patient takes humalog insulin on a sliding scale, and claimed that during this time period, he guessed at the appropriate insulin doses to take. Eight days prior, the patient took nine units of humalog insulin and 20 units lantus insulin. In the afternoon, the patient experienced the symptoms of shaking and sweating. Emergency services were contacted, and when paramedics arrived, they tested the patient's blood glucose level to be 25 mg/dl and 20 mg/dl. The patient was treated intravenously with glucose and transported to the emergency room, with a diagnosis of hypoglycemia. It would have been helpful to determine when the lancing device issue began, what meals the patient had taken prior to the onset of symptoms, if he received any treatment prior to the paramedics arrival, and his expected blood glucose readings. Troubleshooting revealed this was a new, out-of-the-box, lancing device, the depth setting was set correctly, and the patient's testing technique was correct. The lancing device was replaced. The patient allegedly suffered severe hypoglycemic symptoms after taking an insulin dose without benefit of a blood glucose test due to the lancing device issue, and he received emergency medical attention and intravenous treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.